Event description:
Event description cpi received information that this ventak prx exhibited an error message and could not be interrogated after delivering over 100 shocks in two days when the patient was in atrial fibrillation. An attempt to test the ICD was unsuccessful; the ICD was replaced.